Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: (B)(6) health care. (B)(6) md. Office notes. Acute onset abdominal pain, nausea, vomiting, diarrhea. Four days ago, he ate fish. Ten minutes later, started vomiting, watery diarrhea, occurred overnight for several hours. Because concerns about low blood sugar with insulin, ate bologna sandwich. Ten minutes later, more episodes of nausea, vomiting, dry heaves. Later that day developed abdominal pain, epigastric and right upper quadrant, was severe, referred to emergency room. Symptoms subsided. Continues mild epigastric and right upper quadrant pain intermittently. No further nausea, vomiting, multiple episodes loose stools, five or six a day. History multiple abdominal surgeries due to hernias with mesh. Concerned that contour of his belly has changed recently, uncertain if because of weight loss. Concerned about the mesh becoming displaced. Exam: abdomen soft, nondistended, nonrigid, no bulge. Mild tenderness at epigastrium at right upper quadrant. Remainder of abdomen no palpable masses. Assessment/plan: consider gastritis and biliary disease. No change in baseline abdominal contour or hernia today, concerned about mesh displacement. Will refer to dr.(B)(6) , abdominal surgeon for evaluation. Refer for right upper quadrant ultrasound. [Missing records: records for ¿right upper quadrant ultrasound¿ were not provided.] (B)(6) 2008: (B)(6) health care. (B)(6) md. Office notes. Follow up hospitalization for abdominal pain, cholelithiasis with gallstone pancreatitis. Followed by dr. (B)(6), placed biliary drain which was revised one week ago. Drain draining appropriately. Been in severe pain since drain placed. Hurts with movement and to walk because of right upper quadrant pain. Symptoms worse over past week. Exam: clear, yellow drainage from biliary drain without pus or blood. Mild tenderness to palpation right upper quadrant. Drain placed for decompression. (B)(6) 2009: (B)(6) health care. (B)(6) md. Office notes. Testicular pain. Begun empiric treatment for epididymitis, referred for ultrasound. After visit he called with worsening pain, referred to ER to rule out any acute pathology. Sent for CT of abdomen/pelvis. There was an interval, new right upper quadrant hernia without evidence of obstruction, consistent with recent history of surgery per dr. (B)(6). (B)(6) 2009: (B)(6) health care. (B)(6) md. Office notes. Right abdominal surgical wound remained closed with no evidence of fistula or drainage. No need for surgical fixation. (B)(6) 2010: (B)(6) medicine. (B)(6) md. Office notes. Concerned about new hernia in right upper quadrant. Had numerous hernia and abdominal surgeries in past. Most recently followed by dr.(B)(6). Large area bulge in right upper quadrant, reducible. Does feel uncomfortable, but no focal pain. Assessment/plan: new area of abdominal hernia, no evidence of incarceration, referral to dr.(B)(6). (B)(6) 2010: (B)(6) medicine. (B)(6) md. Office notes. Abdominal hernia is reducible and nontender. (B)(6) 2012: (B)(6) medical center. (B)(6) md. Office notes. Has symptomatic ventral (right sided) hernia. He believes it has been getting stuck at night and causing increased pain. He can reduce it. Exam: right ventral hernia at site of previous surgical scar, reducible. Plan: consult general surgery for recurrent ventral hernia. (B)(6) 2014: (B)(6) medical center. (B)(6) md. Office notes. Pain follow up. Constipation. Believes hernia has been leading to ¿blockages¿. In setting of previous surgeries has a residual slight defect. Has experienced more problems since lost weight. (B)(6) 2014: (B)(6) medical center. (B)(6) md. Office notes. Left upper abdominal hernia, reducible, large pannus. Order for abdominal binder, wear daily. (B)(6) 2016: (B)(6) medical center. (B)(6) md. Office notes. Walking limited by weight, joints, intermittent pain and problems with abdominal hernia (it seems to get caught at times causing sudden sharp pain that abates when he lays down). Believes he ripped his hernia screen (mesh) when he fell last year. Feels that all his bowels have shifted to the right side of abdomen. Attributes his problems with constipation but has developed a regimen, has been helpful, combination of miralax, ex-lax, and stool softeners. Assessment/plan: reports being more ambulatory but limited by hernia. (B)(6) 2016: (B)(6) medical center. (B)(6) md. Office notes. Seen in ed mid-june, 2016 for concern of abdominal hernia entrapment, but left ama [against medical advice]. He said symptoms of abdominal pain and inability to ¿keep anything down¿ resolved after going back home and taking gas-x and stool softeners. Denies current abdominal pain. Plan: scheduled to see surgery consult to follow up from ed visit mid-june. Denies current symptoms of hernial incarceration. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial plus with holes instructions for use, includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(Appropriate term/code not available) is being used for "mesh failure" and "loss of consortium". Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® biomaterial plus instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2004 whereby a gore® dualmesh® plus biomaterial was implanted. It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2005 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2005 an additional procedure occurred whereby the gore device was explanted. The following was reported: "patient had a dual mesh implanted on (B)(6) 2004. On (B)(6) 2005, he required surgery to repair complications from mesh failure. The mesh has contracted, which resulted in recurrence. It was described as having "pulled inferiorly." There were also adhesions to the mesh that had to be taken down. A new gore dualmesh was implanted to complete the repair. In (B)(6) the client reported recurrence of the hernia over the mesh and that he was hospitalized at (B)(6) from (B)(6) 2019 with heart complications he associates with the hernia mesh. We have not yet obtained these more recent records." It was reported the patient alleges the following product deficiencies: strict products liability, negligence, implied and express warranty, fraud, fraudulent concealment, punitive damages, loss of consortium. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant date: (B)(6) 2004 (hospitalization [ni] [not indicated]). On (B)(6) 2005: (B)(6) healthcare. (B)(6), md. On (B)(6) 2005: (B)(6) healthcare. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp07. Lot batch code: 03738130. W.l. Gore & associates. On (B)(6) 2008: (B)(6) healthcare. (B)(6), md. Discharge summary. Admit date: (B)(6) 2008. Final diagnosis: cholecystitis. Previously admitted for gall stone pancreatitis status post ercp sphincterotomy 2 weeks prior to arrival presenting with sudden onset abdominal pain. A CT scan and us in emergency department showed no ductal dilation with 1 cm gallstone. Hida was performed and was consistent with cholecystitis. Started on antibiotics and had a drain placed per interventional radiology on (B)(6) 2008 with resolution of pain. Was discharged home with drain in place. On (B)(6) 2008: (B)(6) healthcare. (B)(6), md. Procedure report. Preoperative diagnosis: cholecystitis. Postoperative diagnosis: cholecystitis. Procedure: open cholecystectomy. Assistant: (B)(6), md. Anesthesia: general. Indications: this very pleasant 38-year-old gentleman, morbidly obese at 428 pounds with a history of multiple incisional hernias repaired with mesh, history of diabetes, history of three-pack-a-day smoking, history of depression and chronic pain has presented in the past with acute cholecystitis, as well as gallstone pancreatitis. He was treated in (B)(6) 2008 with percutaneous cholecystostomy and did well, presents now for an elective interval cholecystectomy. The risks, benefits, indications, and alternatives were discussed in great detail with the patient and his wife on multiple occasions and again on the day of surgery. The patient was aware that I am leaving on vacation on (B)(6) 2008, and did not wish to delay surgery until I returned, trusting in the care of my partners and residents. Narrative: ¿he was taken to the operating room on the morning of (B)(6) 2008, placed in the supine position. General anesthesia was induced. A briefing was completed and he was prepped and draped in the usual fashion. It was noted that his previous cholecystostomy tube was basically in a subcutaneous position and it was removed. A kocher subcostal incision was created with hemostasis achieved with bovie cautery and carried down to the abdominal wall and the abdominal cavity was opened and explored. Some mild adhesions in the right upper quadrant were lysed and the bookwalter retractor was placed. The liver was retracted superiorly and the gallbladder identified and grasped with a kelly clamp. A dome-down technique was performed so that the serosa of the gallbladder was incised and the gallbladder was resected away from its intrahepatic portion of the liver down to the level of the cystic duct and cystic artery. These were both individually identified. The cystic artery was ligated with a 2-0 silk tie and an additional ligaclip and the cystic duct was divided well away from the common duct with a 2-0 vicryl suture ligature. This specimen was removed. The right upper quadrant was inspected for hemostasis and this was controlled with a bovie cautery and surgicel. The duodenum was also inspected and noted to be intact. Copious irrigation was performed. Sponge, instrument, and needle counts were performed and correct. The wound was closed with running looped pds individually to both posterior and anterior sheaths of the rectus, followed by irrigation and skin closure with staples. A sterile dressing was applied. He tolerated the procedure well, was taken to the recovery room in stable condition. I discussed the procedure immediately thereafter with his family.¿ counts: sponge, instrument and needle counts correct. Estimated blood loss: 200 ml. Fluids: 2.5 l of crystalloid. Specimens: gallbladder and stones. Cultures: none. Tubes: none. Drain: none. Complications: none. On (B)(6) 2019: the university of (B)(6). (B)(6), md. Radiology-abdomen. Indication: constipation abdominal pain. Findings: patient is status post abdominal hernia mesh repair with radiopaque rings overlying the lower abdomen. Impression: detail limited by patient¿s large body habitus. No acute radiopaque abnormality. No evidence of bowel obstruction. No abnormal increased amount of fecal material within the colon. On (B)(6) 2019: (B)(6) family health. (B)(6), md. Office notes. New patient, here for medication guidance and medical condition questions. Morbid obesity ¿ in a large motorized wheelchair, started in 2006 when he lost his daughter at age 21. Was depressed and did not leave his room. Had talked to bariatric surgeon but they will not operate on him because he has extensive abdominal mesh because of recurrent hernias. A1c 10.7% 2 months ago. Feels he is losing weight steadily and was in the 600¿s last year. He reports no abdominal pain. Weight 528 lbs. Exam: abdomen: inspection and palpation: pendulous, down to his knees. Many well healed scars. Impression/plan: morbid obesity ¿ this is his main health issue. Advised calorie restriction, weight loss. I will push this concept at every visit, and at some point I want a valid weight on him. Todays weight is volunteered by patient. Declined by bariatric surgery due to presence of hernia mesh. Chronic pain ¿ has been discharged from pain management. Currently complains of left shoulder, back and knee pain. On (B)(6) 2019: (B)(6) family health. (B)(6), md. Office notes. Chronic back pain remains on high dose opiates. Declines to go back to pain clinic. Currently overall feels better. Exam: abdomen: inspection and palpation: scar from mesh and tender right upper quadrant very obese. Impression: candidiasis of skin; type 2 diabetes mellitus without complication; obstructive sleep apnea; hypertension; hyperlipidemia; recurrent hernia of anterior abdominal wall with gangrene; low back pain. On (B)(6) 2019: (B)(6) family health. (B)(6), md. Office notes. Wants transfer to me explain part time, advise stay with dr. (B)(6). Review of symptoms: reports no abdominal pain; esophageal reflux abdominal mesh. Weight 568 lbs, bmi 72.9. On (B)(6) 2019: (B)(6) family health. (B)(6), md. Office notes. Multiple medical issues, chronic pain, monomorphic ventricular tachycardia, hypertension, morbid obesity, obstructive sleep apnea, chronic rash. Chronic use opiates large doses. Has been to different providers in the past. Recent eval by dr. (B)(6) as wanted to switch care with him, as walked out, making inappropriate comments last visit here. Now came back for visit with significant other. Patient demanding prescribe more morphine and change to longer acting morphine. Decline to see pain clinic. When started discussion regarding compliance and drug test results from (B)(6) 2019, positive for ectasy. Patient got upset and calling names ¿dick head¿ and walked out the exam room, stating, he will find a different provider. Visit ended. Weight 560 lbs, bmi 71.9. Impression: low back pain. On (B)(6) 2019: (B)(6) general hospital. (B)(6), md. Autopsy, general. Final pathologic diagnosis: idiopathic cardiomyopathy. Cardiomegaly with biatrial and biventricular dilatation. Moderate interstitial and replacement fibrosis. Mild atherosclerotic coronary artery disease. Pulmonary edema. Acute and organizing pulmonary hemorrhage. Acute pulmonary embolus, right upper lobe (2 mm). Right pleural effusion, serosanguinous (150 ml). Nephrosclerosis, mild. Colonic diverticulosis. In summary, the cause of death is cardiac dysrhythmia due to idiopathic cardiomyopathy in the setting of heart failure and pulmonary embolism. Weight 608 pounds. On (B)(6) 2019: registry division of the city of (B)(6). Certificate of death. Date of death: (B)(6) 2019. Age: 50 yrs. Cause of death: pneumonia; obesity. Significant conditions contributing to death but not resulting in underlying cause: atrial fibrillation. Manner of death: natural. Certifier: (B)(6), md. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial with holes instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. It should be noted with use of the device in patients with the potential for growth, tissue expansion, or significant change in body habitus, the surgeon should be aware that the device will not stretch or change with the patient¿s body. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 03126806. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A4: added patient weight. B7: added medical history. D1: corrected brand name d4: added lot#, catalog#, expiration date, di#. G5: updated combo product field, added PMA/510k #. H4: added device manufacture date. H6: added additional patient code 3191 (no code available) for "mesh contracted." H6: updated method/results codes, conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 12/10/2004, including records for previous ventral hernia repair with mesh placement, were not provided. On (B)(6) 2004: report of operation. ¿preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Operation: laparoscopic ventral hernia repair with 18x24 cm dual mesh and lysis of adhesions. Operative findings: "multiple midline hernias with old mesh in place. Omental adhesions. Hernia defects were repaired with an 18x24 cm dual mesh. Condition: stable and extubated. Complications: none. Indications: the patient is a 35-year-old gentleman, status post multiple ventral hernia repairs. Unfortunately, hernia repairs were not long-lasting, and as a result the patient developed recurrences. The patient was seen and evaluated in the office of dr. (B)(6) for a laparoscopic ventral hernia repair. The patient was informed of the risks and benefits of the procedure, and he wished to proceed. Procedure: the patient was taken to the operating room and placed on the or table in the supine position. General endotracheal anesthesia was obtained, and the abdomen was prepped sterilely. A red rubber catheter was introduced and drained the bladder. The abdomen was draped in the usual sterile fashion at that time. A left upper quadrant incision using a 15-blade was made. Dissection continued down to the anterior rectus sheath which was incised. The rectus muscle fibers were divided bluntly, and the posterior rectus sheath was entered bluntly as well. A 10-mm balloon port was introduced, and a pneumoperitoneum was established. A 10-mm 30-degree scope was introduced into the peritoneal cavity, and the abdominal contents were visualized. Adhesions were noted to the anterior abdominal wall at the midline with omentum being predominantly involved. No bowel loops were noted to be involved in the adhesions. Three additional ports were introduced in the left lower quadrant, right upper lobe and right lower quadrant, all of them being 5-mm ports introduced under direct visualization and in the usual manner. Elective adhesions ensued using debakey graspers and endo scissors. Care was taken to avoid any undue injuries to the bowel. Once the adhesions were lysed, the hernia defects were visualized clearly. Appropriate size mesh was chosen based on the dimensions of the hernia defects. Dual mesh was prepared for intraperitoneal insertion by placing gore-tex sutures through each of the four sides of the mesh. The mesh was rolled up and then introduced via the 10-mm port. The mesh was then unrolled intraabdominally and secured to the anterior abdominal wall using the carter-thompson needle, drawing the gore-tex sutures through the abdominal fascia, securing it in place. Protac¿s were then placed along the perimeter of the mesh, securing it to the anterior abdominal wall. Further gore-tex sutures were placed through the fascia at 6-cm intervals between the initial gore-tex tacking sutures. The abdominal cavity was reexamined confirming hemostasis and no evidence of any bowel injuries. The 10-mm trocar incision was then closed using a figure-of-eight vicryl stitch using the carter-thompson needle holder. The skin incisions were then reapproximated. The 5-mm and 10-mm skin incisions were then reapproximated using buried, interrupted monocryl suture. All skin incisions were then cleansed, dried and closed with dermabond.¿ the records confirm a gore® dualmesh® plus antimicrobial (1dlmcph06/03126806) was implanted during the procedure. Records between 12/10/2004 and 11/30/2005 were not provided. On (B)(6) 2005: procedure report. ¿preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure: laparoscopic recurrent incisional hernia repair. Indications: this is a 36-year old man, who underwent an umbilical hernia repair many years ago. He had multiple recurrent ventral hernia repairs since that time. The last one was done in (B)(6) on (B)(6) 2004. He had been doing well for a few months and then had recurrent abdominal pain. He noticed a bulge when doing valsalva. CT scan did show a defect in the abdominal wall and he was scheduled for a laparoscopic recurrent incisional hernia repair. Findings: ¿there was a defect superior to the mesh, which measured 7.5 x 9-cm. A gore-tex dualmesh plus was then used to cover the defect, measuring 20 x 23-cm.¿ narrative: ¿an incision was then made in the right upper quadrant. The incision was taken down through the skin and subcutaneous tissue to the fascia. A veress needle was then used to access the peritoneal cavity, which was insufflated to 14mmhg using carbon dioxide. A 5-mm port was placed in this location, followed by a 5-mm 0 degree scope, which was used to examine the abdomen. There were adhesions to the previous mesh in the anterior abdominal wall. A second 5-mm port was placed in the right abdomen. Using a combination of blunt and sharp dissection, the adhesions of the abdominal wall were then taken down. They peeled away relatively easily from the mesh. Most of the adhesions were omentum. The bowels were preserved, without injury. After the adhesions were taken down, one 5-mm port was placed in the left mid abdomen and a second 10-mm port was placed in the left upper quadrant. There was omentum going into a hernia defect above the old mesh. It appeared that the falciform ligament had not been taken down previously and this was the site of the hernia, where the falciform ligament inserted on the abdominal wall. It appeared that the mesh had pulled inferiorly. The falciform ligament was then divided with the harmonic scalpel along the abdominal wall and taken down. The defect was then marked on the loban drape using at least a 6-7 cm overlap. The mesh was then cut to size, measuring 20- x 23-cm. This was a gore-tex dualmesh plus. It was marked at its periphery at 6-cm intervals for anchoring sutures. Stab incisions were made in the skin at the corresponding locations. A single cv2 gore-tex was placed in the first position and the rest were 0 prolene. The mesh was then rolled and passed through the 10-mm port into the abdomen. Using and endoclose device, the sutures were pulled through the abdominal wall and tied down. Next, a protacker device was used to tack the mesh at 1-cm intervals at its periphery to the abdominal wall and old mesh. The mesh laid nicely against the abdominal wall. There was no undo tension, but no significant laxity. The omentum was placed over the bowels after the bowels were thoroughly inspected for an enterotomy and none were seen. There was no further bleeding. The left upper quadrant 10-mm port was closed at the fascial level with an 0 vicryl suture using the endoclose device. The fascia was infiltrated at the port sites using 0.5% marcaine. The pneumoperitoneum was then released and all parts were removed. The skin at each of the port sites was closed with a subcuticular stitch of 4-0 monocryl. Steri-strips and band-aids were applied to these incisions. Steri-strips were used to close the stab incisions.¿ the records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/03738130) was implanted during the procedure. There is no mention of a gore device removal in the records. On (B)(6) 2005: discharge summary. ¿principal/final diagnosis: incisional hernia. Principal procedure: laparoscopic ventral hernia repair (on (B)(6) 2005). Complete problem list: 1. Obesity. 2. Dm. 3. Htn. 4. Multiple ventral hernia repairs. 5. Tobacco abuse. 6. Chronic pain. Hospital course: "the patient is a 36 year old male with history of multiple ventral hernia repairs admitted to hospital for lapventral hernia repair. He tolerated the procedure well and there were no complications. He is a heavy smoker with copd and in the pacu was slow to recover from a respiratory standpoint and was therefore admitted to floor instead of discharged to home. Upon arrival to floor, the patient was pain free, ambulating without difficulty, and stable from respiratory standpoint. The patient insisted that he was well enough to go home. ¿ on (B)(6) 2008: history and physical. ¿he does have multiple pieces of mesh present for abdominal hernia surgery but there is no evidence of a new hernia.¿ on (B)(6) 2008: discharge summary. ¿principal/final diagnosis: acute cholecystitis. Principal procedure: open cholecystectomy.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial with holes instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 12/02/04: champlain valley physicians hospital medical center. John miller, md. Office visit. Cc: ventral hernia. Hpi: has had 5 ventral hernia repairs over past 2 years, recurrence early september. Pt finds it difficult to do any type of lifting, which he does in his business, which is a hardware store and small engine repair. Works in his own business. Pain is 8-9/10, relatively constant. Gi: obese. Diffuse tenderness to palpation with some guarding. 12/10/04: albany medical center. Singh. Brief op note. Pre/postop dx: recurrent ventral hernia. Procedure: lap ventral hernia repair with mesh, 18 x 24 cm dual mesh. Lysis of adhesions. Findings: ¿multiple midline hernias with old mesh. Omental adhesions. Repaired with 18 x 24 cm dual mesh. Pt to pacu in good condition. All counts correct.¿ 12/10/04: albany medical center. Zaidi. Progress notes. Abd firm. Ambulated x 2. Waiting bowel function. 12/11/04: albany medical center. Nurse notes. Abd cramping. 12/11/04: albany medical center. Singh. Progress notes. Abd soft. Still with ileus. Making progress otherwise. 09/??/05: [missing records: CT report revealing ¿defect in the fascia at level of upper margin of mesh¿ was not provided.] 10/24/05: fletcher allen health care. Edward c. Borrazzo, md. Letter. Pt states had recurrent abdominal pain in mid abdomen. Noticed bulge when he performed any valsalva maneuver, has increased in size. Does cause him pain when he does any physical activity, limits his ability to work. September CT did appear to be a defect in the fascia at level of upper margin of mesh. Did have some scarring and postop changes more inferior to this region. Area of scar is not where he is complaining of pain. Abdomen: tender near umbilicus. Mass palpable. Could not feel edges d/t body habitus. Does increase with valsalva. Impression/plan: recurrent hernia. Increasing pain and bulge in abdomen at upper aspect of old mesh. Although, I know surgery may be difficult, I did offer recurrent laparoscopic ventral hernia repair. Surgery was explained as well as risks including infection, bleeding, injury to bowel and conversion to open procedure. 11/10/05: fletcher allen health care. J. Miller, md. Pre-op exam. Hpi: developed abd pain 2002 lifting 600 lb cylinder. Dx with ventral/umbilical hernia. Periumbilical abd pain. (+) 3 cm tender mass at 1000 [o¿clock] to umbilicus. Plan: proceed [with] surgery. 12/19/05: fletcher allen health care. Edward c. Borrazzo, md. Office visit. Cc: f/u 2 weeks. Some abdominal pain. Of note, there was a defect in abdominal wall r/t falciform ligament, it had been taken down and a new mesh was used to repair this defect. Abdomen: slight seroma at old hernia site. Plan: avoid any strenuous activity or heavy lifting. 02/23/06: fletcher allen health care. Edward c. Borrazzo, md. Office visit. Cc: f/u ~2 months. Abdomen: incisions well healed. Impression: doing well, fully recovered. Plan: resume regular activity. 12/12/07: the university of vermont medical center. Richard e. Pratley, md. Letter. Had recent infection in skin of abdomen, treated with rx ~3 weeks ago. Largely resolved. Some excoriation on abdomen and a healing area of infection. 05/26/08: history and physical. ¿he does have multiple pieces of mesh present for abdominal hernia surgery but there is no evidence of a new hernia.¿ meds: novolog, metformin, ms-contin twice day for back pain. 06/09/08: fletcher allen health care. Joseph shields. Radiology ¿ cholangiogram exist cath. Indication: cholecystitis s/p drain placement. Impression: adequate but tenuous positioning of cholecystostomy tube. Repositioning with new drain recommended. 06/10/08: fletcher allen health care. Anant bhave. Radiology ¿ cholangiogram exist cath. Indication: pain at catheter site and ruq. The catheter appears to be in good position. 06/11/08: fletcher allen health care. David w. Mcfadden, md. Letter. Continues to have some ruq pain. Will need cholecystectomy, he is well temporized with drain, prefer to wait 6 to 8 weeks to allow inflammation to settle down prior to embarking upon what will most assuredly be a difficult cholecystectomy. 06/18/08: fletcher allen health care. David w. Mcfadden, md. Office note. Called through answering service. Pt having ruq pain. Advised him to go to emergency room to be evaluated, he refused saying wife flushed tube, draining better, when supine no pain. Again advised to go to ER for tube study, he refused. 07/16/08: fletcher allen health care. David w. Mcfadden, md. Letter. F/u acute cholecystitis with tube cholecystostomy. Abdominal pain better. Tube draining thin bilious material, looks quite clean. Emptying bid. 08/08/08: fletcher allen health care. Betsy sussman. Radiology ¿ CT abdomen/pelvis. Indication: pod 7 s/p open chole had perc chole tube, 430 lbs, fever 104, wbc 18, r/o abscess. Impression: postop changes noted in ruq subcutaneous and anterior abdominal wall tissues adjacent to incision site. High density collection in gallbladder fossa with gas bubbles. Given h/o fever, elevated white count, this is worrisome for infected hematoma or biloma. No associated bile duct dilation. An adjacent prominent lymph node measuring 3 cm x 2.3 cm. Anterior abdominal wall mesh remains in place from prior ventral hernia repair. Subcutaneous and anterior abdominal wall increased density and gas bubbles described above are likely postop, but infection of these adjacent tissues cannot definitely be excluded. 08/09/08: fletcher allen health care. Christopher morris, md. Radiology ¿ ultrasound guided gallbladder fossa abscess drainage tube placement. Indication: gallbladder fossa abscess, post open cholecystectomy. Description: ¿intravenous midazolam and fentanyl were administered for moderate sedation during continuous monitoring of the blood pressure, pulse rate, and oxygen saturation. Utilizing sterile technique, local lidocaine anesthesia, and ultrasound guidance, a 19-gauge needle was placed percutaneously into the fluid collection located within the gallbladder fossa. 100 cc of pus was aspirated and sent to the laboratory for cultures and sensitivities. The needle was exchanged for an 8 french pigtail abscess drainage tube, which was placed satisfactorily within the gallbladder fossa and secured to this skin. This tube will be maintained on bulb suction. The patient tolerated the procedure well. No complication occurred. Ultrasound images were recorded. Real-time ultrasound was used to visualize the needle within the abscess collection.¿ impression: successful placement of 8 french pigtail drainage tube within the abscess located within gallbladder fossa (liver). 08/09/08: [missing records: results of ¿pus aspirated and sent to the laboratory for cultures and sensitivities¿ was not provided.] 08/13/08: fletcher allen health care. Anant bhave. Radiology ¿ tub check abscess. Indication: gallbladder fossa abscess s/p percutaneous drainage. Shows diminished size of abscess cavity. Pt reports continued large volume output, drain left in place. 08/13/08: fletcher allen health care. David w. Mcfadden, md. Letter. 12 days s/p open cholecystectomy with removal of percutaneous tube. He went home day of surgery much against our wishes and concerns. 8 days postop found to have subhepatic abscess. Incision healing well. Steri-strips with tiny bit of serous drainage medially. Drain continues in place. 08/20/08: fletcher allen health care. David w. Mcfadden, md. Letter. 2 small areas of wound were opened and gently packed with iodoform gauze, very superficial. 08/20/08: fletcher allen health care. Kenneth najarian, md. Radiology ¿ tub check abscess. Abscessogram and tube pull. Drainage catheter ruq which drained abscess. Catheter removed completely. 08/27/08: fletcher allen health care. David w. Mcfadden, md. Letter. Subphrenic abscess, treated with percutaneous drain. Drain out last week. Has small area at lateral corner of wound that has drained mildly serous material, probed today. Dry gauze and betadine. 09/17/08: fletcher allen health care. David w. Mcfadden, md. Letter. Small draining sinus in lateral aspect of wound, draining thin, purulent material with small amount surrounding cellulitis. Wound was probed and opened up. Peroxide and swabs bid. Rx. 10/12/08: fletcher allen health care. Yang mao-draayer, md. Consultation. Ros: c/o pain in abdomen and healing postsurgical sutures. 10/15/08: fletcher allen health care. Richard e. Pratley, md. Letter. He had a percutaneous drain placed for 3 months, had a subsequent cholecystectomy and percutaneous drain for additional 3 weeks. States he still has area that drains pus which he packs daily, feels it has been resolving. Abdomen: healed cholecystectomy scar ruq, but lateral aspect had a draining sinus that had some pus. The length of the sinus is ~2.5¿ long. 12/03/08: fletcher allen health care. David w. Mcfadden, md. Letter. Missed a few appointments. Concerned about most lateral inferior aspect of wound, appears to be suture granuloma. I can probe it to a depth of about 3¿. He does not wish to undergo wound exploration or reexision and I agree. Wishes to be referred to bariatric center. 06/09/10: fletcher allen health care. David w. Mcfadden. Letter. Several years ago underwent an open cholecystectomy complicated by some wound infection, eventually got better. He has gained weight, now 500 lbs. Has developed a small incisional hernia in right subcostal area. Has a whole lot of mesh in his abdominal wall already. Of note, had severe jaw pain, radiating down arm, passed out, woke up in truck and promptly cancelled a cardiology appointment. Exam: a small reducible right subcostal hernia. This may be worth [sic] his previous percutaneous cholecystostomy tube placed. We discussed repair. He is at extreme risk for recurrence of this hernia because of his obesity, smoking, diabetes. He is having the busy time of his business and would like to defer surgery until summer or fall. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial plus with holes instructions for use, includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated result code. Conclusion code remains unchanged.